Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was inserted to the 59cm mark. The procedure was completed without the locking sleeve by simply attaching the catheter to the metal rod of the connector. Catheter was secured with statlock and infusion started. Leakage was observed on (B)(6) 2026 so the catheter was removed. No additional information provided.